Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was impacted (250-350 mg/dl). Correction boluses and insulin injections were used to address the bg level. The customer thought the occlusions were due to scar tissue and reverted to using insulin injections to manage diabetes for 3-4 months. However, after returning to using the pump, the occlusions reoccurred. After the most recent occlusion, the customer changed the supplies on the pump and resumed insulin delivery. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.